Manufacturer narrative:
Method: risk assessment; results: device not returned. Lot number not provided. Conclusion: the plausible root cause of this failure mode is "an excessive force while pivoting or angulation on the screwdriver."

Event description:
It was reported that; tip of the straight screwdriver broke off in the head of a screw. The surgeon was able to eventually retrieve the pieces out of the head of the screw with a micro nerve hook. The safety of the patient was not affected by this occurrence, but it did add approximately 10 additional minutes to the case.

Event description:
It was reported that; tip of the straight screwdriver broke off in the head of a screw. The surgeon was able to eventually retrieve the pieces out of the head of the screw with a micro nerve hook. The safety of the patient was not affected by this occurrence, but it did add approximately 10 additional minutes to the case.